Event description:
It was reported by service report that the access door is not hanging securely on the hinges and was not attached to the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.